Manufacturer narrative:
The customer reported the unit's display was blank. The reported symptom was duplicated by a philips rep. Replacing the processor pca resolved the reported symptom.

Event description:
The customer reported the unit's display was blank.